Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This filed to report pericardial effusion and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted scoliosis, the transseptal access was too posterior, and visualization was difficult due to anatomical challenges. A steerable guide catheter (sgc) was advanced to the mitral valve, and then a clip was successfully deployed, reducing mr. The sgc was removed; however, the blood pressure dropped and a pericardial effusion (pe) was observed. The pe was drained through pericardiocentesis, and then plugged with an occluder. The blood pressure returned to normal and the patient is stable. One clip was implanted, reducing mr to trace. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of hypotension and pericardial effusion are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.